Event description:
When the bipolar device is operating in the macro mode the forceps get hot and the tips will visibly spark presenting a significant fire risk.unlike other esus which default to the zero energy output/micro mode, the conmed can only be configured to power-up in either the last setting used or zero energy/macro mode. User training and labeling has not prevented people from leaving the unit in macro mode. Having the unit power up in the lowest possible setting is the safer option because there would be no unwanted sparking. According to the operator's manual, the unit can be configured to power up on zero engergy, micro. However, the service manual states zero energy and macro.

Event description:
When the bipolar device is operating in the macro mode the forceps get hot and the tips will visibly spark presenting a significant fire risk.unlike other esus which default to the zero energy output/micro mode, the conmed can only be configured to power-up in either the last setting used or zero energy/macro mode. User training and labeling has not prevented people from leaving the unit in macro mode. Having the unit power up in the lowest possible setting is the safer option because there would be no unwanted sparking. According to the operator's manual, the unit can be configured to power up on zero engergy, micro. However, the service manual states zero energy and macro.